Event description:
It was reported that during an in-clinic follow-up, the patient presented with phrenic nerve stimulation around the device pocket. The device was interrogated and revealed a decrease in pacing impedance and episodes of noise that resulted in oversensing. It was suspected that lead damage was the cause of the event, however, diagnostic imaging was not performed, and the lead damage was not confirmed. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.